Event description:
It was reported that an ilet pump did not charge or power on after more than 30 minutes on a non-original charger, and the user reverted to backup therapy; this aligns with a charging problem associated with the battery charger component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem related to charging, consistent with a device charging problem attributed to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.